Event description:
The lay user/patient contacted lifescan alleging that her one touch ultramini meter was reading inaccurately high. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported blood glucose results of "222 mg/dl" with the lifescan meter and "149 mg/dl" on another one touch meter, performed within 10 minutes of each other in late 2008. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl; however, two quality control tests fell within specifications. The patient did not take any action based on the results. Eight days later, the patient described developing symptoms of "low sugar". The patient reported administering self-treatment consisting of oral medications ("lipsid" and metformin). No medical attention was sought. It was not known why the patient administered the alleged self-treatment. This complaint is being reported since the patient alleged obtaining inaccurate high results and developed symptoms suggestive of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.